Manufacturer narrative:
Medical images were provided for review. The device has not been returned to the manufacturer for evaluation. The lot number for the device was provided, a review of the device history records is current being performed. The investigation of the reported event is currently underway. Medical device - expiration date: 06/2021.

Event description:
It was reported that approximately three years post port device implant, the patient experienced pain in the neck region upon flushing the device. It was further reported that x-ray imaging was performed, which demonstrated that the port catheter was allegedly broken and had migrated to the heart. Reportedly, intervention has been deemed necessary to retrieve the catheter segment. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, two medical images were provided for review. The investigation is confirmed for catheter break and catheter embolism, as the image review identified that the catheter tubing ended in the right neck, and that the distal catheter tubing was overlying the left pulmonary artery. Contrast was identified in the port hub, tubing, and in the neck. Although a definitive root cause could not be determined, physiological, placement, usage, and mechanical factors could have potentially caused or contributed to the reported event. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years post port device implant, the patient experienced pain in the neck region upon flushing the device. It was further reported that x-ray imaging was performed, which demonstrated that the port catheter was allegedly broken and had migrated to the heart. Reportedly, intervention has been deemed necessary to retrieve the catheter segment. The patient status is unknown.